Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Dimensional evaluation found component to be within appropriate design specification. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 14 states: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-02418, 02418-1, 1825034-2013-00121 - 00122). This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
It was reported patient underwent m2a total hip arthroplasty on (B)(6) 2011. Subsequently. A revision procedure was performed (B)(6) 2012 due to alleged pain. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.